Event description:
It was reported that far-field r-wave oversensing was observed on the atrial channel via remote transmission. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.